Event description:
It was reported that during a laparoscopic gastric bypass the handle it broke through the resistance which resulted with the linear cutter only stapling and cutting halfway when making the jejunojejunostomy. The case was completed with a similar device with no patient consequence.